Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the unit was found to have rpm's out of specification on the high end and the calibration was out at the zero reading. The motor, plug harness, switch, bearings, reciprocating arm were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported the unit was sent in for pm and found in need of repair. Event timing was during cleaning. Investigation found the rpm's were out of specification. No adverse event was reported as a result of this malfunction.